Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced safety mechanism/needle disengagement/removal difficult during use. The following information was provided by the initial reporter: hcp felt strong resistance and s/he couldn't remove the needle.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and pictures for evaluation. Bd received one opened unit with the original packaging. Four photographs were also submitted which revealed similarities to that of the returned unit. Through the examination of the unit, excessive adhesive was present which would have caused the failure the facility experienced. This was physical/mechanical evidence to confirm and support a manufacturing process and equipment related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced safety mechanism/needle disengagement/removal difficult during use. The following information was provided by the initial reporter: hcp felt strong resistance and s/he couldn't remove the needle.